Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
Information was reported by a consumer via a company representative regarding the patient's implanted system which was used to deliver morphine (18 mg/ml at 0.86 mg/day). The indication for use was non-malignant pain and failed back surgery syndrome. The event date was reported as (B)(6) 2016. On (B)(6) 2016 the catheter was replaced and the spinal portion was left in patient. The patient had experienced a lack of efficacy. On an unknown date a dye study was done. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6)2018 , additional information was received from the patient's family member and a manufacturer representative (rep). Additional information received stated the patient had a "dural tear when they went in when they had the catheter changed so then the surgeon had to go in and fix that". The family member stated this had occurred sometime in 2016. The rep was contacted to clarify the statement and they indicated that the healthcare professional (hcp) was trying to 'fix' the catheter, but ended up tearing the dura. After the dural tear occurred, the rep was told that the surgeon went in for a second surgery just to repair the dura. The patient's family member stated that the hcp had to go fix the dura tear and then the patient "had to go on bedrest". The family member stated that the hcp had another pump to put in, but for some reason, the hcp did not replace the pump and the family member wished they would have.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause for the patient to have their catheter changed was unknown. The spinal portion of the catheter that was revised/left in the patient came out, so the hcp had to close the dura. The date that the second procedure occurred to repair the dura was unknown. The patient was scheduled for a dye study on (B)(6)2018. No further complications were reported.

Manufacturer narrative:
Correction: the previous report indicated that a (B)(6) study on (B)(6) was scheduled. This information however pertained to a subsequent event. Refer instead to MFR report #: 3004209178-2018-11958 regarding the (B)(6) study. If information is provided in the future, a supplemental report will be issued.